Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the remote manager had failed. The field service engineer fse arrived on site, no active failures were displayed on the screen however, the customer reported previous door failure issues. During inspection, the fse observed that the door frame was sagging and contacting the bottom of the door, causing the door hasp to misalign. The fse readjusted the remote manager so that all hasps clipped correctly, then replaced the latch, and completed final testing. The customer then successfully performed an inventory count, confirming normal operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the remote manager failed. The fridge door lock engaged before the door was fully closed after medications were retrieved, causing the door to remain open. The user had to physically open the latch and quickly close the door for it to lock properly. The customer reported that the issue occurred when the user was trying to issue medications to a patient. There were no delay, no adverse events or injuries reported based on this event.